Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 529 mg/dl while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated and bent, while wearing it on the leg. For treatment, the parent changed out the pod for a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. The soft cannula was found to be kinked, though no issues were observed with fluid flowing through the complete fluid path. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula being improperly inserted into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. A crack was found on the bottom housing. It could not be determined when this crack occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality.